Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer via the manufacturer's representative reported that the device was turned off because the patient was getting sharp stomach pain or spasms. She realized how well her device worked the past year because with the unit off, her nausea returned.

Event description:
It was reported that a patient always had stomach spasms, but before implant she only had stomach spasms every few weeks. Since she got the device, her stomach spasms got worse and now she had them all day every day. She was in the hospital all the time now. A healthcare provider in the emergency room noticed the spasms got worse since she got the device and told the patient that the implantable neurostimulator could be making the spasms because her stomach was already contracting too much. She¿d talked to her doctor who managed the device and he kept ¿upping¿ it. She was going back to her managing healthcare provider in four days. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.